Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es reports were not synchronizing causing delays in patient care and a potential for expiring medications stored in pyxis. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint, therefore the complaint history review (chr) and device history record review cannot be performed. Upon investigation of the actual device used in this incident, it was determined that the reports were not synchronizing. A technical support specialist identified the case as duplicate. It was reported by the customer that the issue was resolved and indicated in the feed. The system functioned as intended after being assessed by the technical support specialist.